Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported, that on an unknown date, a plum 360 was found to have a flow or infusion problem during patient use. It was stated in the report that a patient receiving norepinephrine continuous infusion (2 mcg/min = 3.75 ml/hr) in line a and the registered nurse (rn) administered acetaminophen as ivpb on line b (100 ml over 15 min = 400 ml/hr). Based on their limited understanding, it was under the impression that since they currently have the settings for norepinephrine as false/false, the rn would not be able to administer the acetaminophen ivpb via line b. When they read the manual, they were surprised to read that while the ivpb infusing in line b would not interrupt the norepinephrine continuous infusion on line a, the two infusions would be administered concurrently instead (400 ml/hr + 3.5 ml/hr). In this case, the patient experienced a run of ventricular tachycardia. The suspicion is likely due to the too-rapid infusion of norepinephrine in the intravenous (IV) line like a mini bolus dose when the acetaminophen ivpb was administered at a faster rate. They also found the following information in the manual and it came as a surprise to them. It was mentioned that they tested a similar scenario during epic integrating testing, and it errored out. Even if the automatic programming errors are out, they are unsure if the nurse could potentially still proceed with programming and administration of an IV piggyback if they manually add line b. The reporter is concerned that this may be a med safety issue. There was no further information reported.